Event description:
(B)(4). Same case as MDR ID: 2134265-2013-06429. It was reported that post percutaneous coronary intervention, stent underdeployment, chest pain, myocardial infarction and stent thrombosis occurred. On (B)(6) 2010, the patient presented with chest pain and was diagnosed with st elevation myocardial infarction. Cardiac catheterization was recommended. Target lesion #1 was a de-novo lesion located in distal left circumflex (lcx) with pre-existing thrombus, 100% stenosis and was 20 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with thrombectomy and pre-dilatation followed by placement of a 3.00 x 24 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was a de-novo lesion located in proximal lcx with 70% stenosis and was 16 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with direct stent placement using a 3.00 x 20 mm taxus liberte stent with 0% residual stenosis. Two days post procedure, staged intervention to the left anterior descending (lad) and selective coronary angiography was performed. Target lesion #3 was a de-novo lesion located in mid lad with 90% stenosis and was 25 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilation and placement of a 2.75 x 32 mm taxus liberte stent. Following post-dilation, the residual stenosis was 0%. Target lesion #4 was a de-novo lesion located in distal lad with 80% stenosis and was 16 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilation and placement of a 2.50 x 20 mm taxus liberte stent. Following post-dilation, the residual stenosis was 0%. Three days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with substernal chest pain. During admission, electrocardiogram (ECG) revealed inferior st-segment elevation and cardiac enzymes were noted to be elevated. The patient was diagnosed with non q-wave st elevation myocardial infarction and was hospitalized on the same day. At the time of the event, the patient was on aspirin and prasugrel and the study drug was last taken on (B)(6) 2013. Cardiac catheterization was recommended and coronary angiography was then performed. The 100% occlusion in distal lcx was treated with thrombectomy and balloon angioplasty, resulting in 0% residual stenosis. Intravascular ultrasound (ivus) confirmed under-deployment of the study stent in distal lcx which was treated with balloon angioplasty throughout the obtuse marginal (om) and circumflex. Final angiography revealed smooth lumen, with no evidence of dissection or residual thrombus. Three days post procedure, the events stent thrombosis and st-segment elevation myocardial infarction were considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).